Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. Additional information received indicates that the pacemaker was reused as an external temporary pacing device. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information indicates that the pacemaker was now explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions this supplemental is being filed to capture the explant date and the product investigation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. Additional information received indicates that the pacemaker was reused as an external temporary pacing device. There were no additional adverse patient effects reported. The pacemaker remains in service.